Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to the lesion however, the middle portion of the catheter broke in half . The device was easily removed from the patient's body by taking the guide and the balloon catheter out at the same time. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).